Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated he keeps changing his set and will alarm insulin flow blocked. Unable to troubleshoot due to the customer threw away the reservoir and infusion set. The customer was advised to keep the product for troubleshooting. The customer will call back again if the issue reoccurs. The insulin pump was not returned for analysis.